Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Low bg cause was not known. Customer went to the emergency room via ambulance and was treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved. The customer continued to use the pump for insulin therapy.